Event description:
It is reported leakage. Description: multiple issues with tubing. Leaks have been noted to be occurring at connection ports above the infusion pump, leak noted on the more flexible part of tubing that sits inside of infusion pump where the tubing and plastic meet had a crack and have received tubing that was missing the entire plastic clip that activates when infusion pump door closes. No, there has not been any serious injuries to staff or patients but mainly due to early detection and correction. No patient harm.

Manufacturer narrative:
H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. B3. The date received by manufacturer has been used for this field.